Event description:
It was reported that the patient presented remotely via merlin.net. X-ray was performed that revealed that the right ventricular (rv) lead was dislodged and was exhibiting r-wave amplitude variation. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was discharged.

Manufacturer narrative:
The reported event of dislodgement and low r-wave readings was not confirmed. The complete lead was returned for analysis. Visual, electrical, and helix analysis was normal with no anomalies found.